Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported patient (B)(4).

Event description:
It was reported that noise, poor sensing and decreased lead impedance was seen in clinic. The atrial lead was explanted and replaced. Patient was in good condition following the procedure.